Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2015, it was reported that the patient had a driveline infection; the patient's spouse reported redness around the driveline exit site. It was reported that the infection was not serious. The patient did not have fever, chills, or drainage at the site. The patient was started on 14 days of augmentin.

Manufacturer narrative:
Approximate age of device: 4 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A specific cause for the driveline infection and a correlation to the device could not be conclusively determined. The patient remains ongoing with no further reported issues and the device was not returned for investigation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.